Event description:
Patient had left femoral iabp on 1:1 ECG trigger. Upon assessment at 9:25 am, patient noted to have significant amount of blood in helium tubing. Throughout morning and when blood was noted in tubing, there was no gas loss in circuit alarm, or any other alarm on pump. Charge rn and heart failure fellow notified and to bedside to assess patient with this rn. Iabp and heparin gtt was turned off. When iabp attempted to be removed, only approximately 1/3 was able to be pulled out before it become stuck. Manual pressure was held, and decision to bring patient to or to remove iabp completely and initiate va ECMO was made. Patient was transferred to cticu.